Event description:
It was reported that this left ventricular (lv) lead exhibited values of pacing impedance high out range. Technical services (ts) recommended reprogramming. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited values of pacing impedance high out range. Technical services (ts) recommended reprogramming. The lead remains in service. No adverse patient effects were reported. Additional information was obtained; there was not an allegation against the lead impedances. Reprogramming was being performed. Normal lead function.

Manufacturer narrative:
Amendment. This complaint is no longer reportable. Normal device function.